Manufacturer narrative:
(B)(4)

Event description:
It was reported that an insulation defect was noted on the rv lead via x-ray during follow-up in clinic. The lead was capped and replaced during device change-out due to eri on (B)(6) 2016. The patient's condition before and after the event was okay.